Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 396mg/dl, and she was treated with an insulin drip. The customer was dehydrated and vomiting before her admission. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the customer to call back if further assistance is needed. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.